Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support walked customer through system check and determined occlusion was caused by a blockage in the tubing; however, when customer changed the tubing the occlusion recurred. Technical support continued troubleshooting, but the call was dropped before the root cause could be identified. Customer's blood glucose was 240 mg/dl at time of event. Multiple attempts were made by technical support to follow up with the customer, but no response was received and no additional information was provided.